Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pocket e was failed due to spring. A field service engineer replaced two controller boards and three full-height trays following diagnosis. Hardware test application (hta) testing identified tray d as faulty. The fse replaced the tray and row board cable, and the drawer passed hta testing; however, two ghost pockets failed to recover. The fse advised the customer that a new drawer might be required, inspection revealed that the row board was pinched and that liquid had spilled at the drawer row board interface. The fse replaced both affected parts, but the issue persisted, replaced the module and controller boards, which resolved the functional issues; however, the drawer failed icon remained displayed. The fse removed a cubie tray from the customer's spare station; a new full-height cubie tray was required. The customer tested the drawer and reported no functional issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5, pocket e was unable to accommodate a cubie due to a spring issue. However, there were no delays or adverse events or injuries reported based on this event.